Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube produced a low blood draw of "roughly 1 ml" during use. The test performed on the tube was for "venous blood gases in respiratory". The following information was provided by the initial reporter: "there were short draws for blood gases on green top short tube; study showed that long green top tube was fine. They no longer use short green tops for blood gases." "Partial fill¿roughly 1 ml." "The test was performed it was for venous blood gases in respiratory. The venous ph was always different from the arterial blood gas every time they used the short draw frosted green top tubes." "Yes¿we used the same tubes for our la on our abl machine and no problems, company thought it may have to do with the tube is not full on the short draw tubes which changes the ph and this is why respiratory wanted to use other tubes and now they are right on track again." "This is only happening for respiratory therapy for the venous ph¿s."